Event description:
A report was received that the trial patient was experiencing loss of stimulation. High impedances were observed on two contacts. X-ray confirmed lead migration. The physician suspected lead fracture and chose to explant the lead.

Manufacturer narrative:
The device analysis indicated that the complaint has been confirmed. Visual inspection of the lead found that the lead proximal end is fractured between contacts #7 and 8. It resulted in having high impedances on contact #2 and 3. X-ray inspection confirmed broken cables in the proximal end of the lead. The root cause of lead fracture is unknown.

Event description:
A report was received that the trial patient was experiencing loss of stimulation. High impedances were observed on two contacts. X-ray confirmed lead migration. The physician suspected lead fracture and chose to explant the lead.